Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the balloon was tightly folded with the stent secured on the balloon between the markerbands. Magnified and visual inspection confirmed there was no damage to the stent. There was a white/clear piece of unknown foreign material stuck in the port of the hub. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in a tortuous and calcified artery. After predilation, a 3.0x20mm omega stent failed to cross the lesion. After its removal, stent deformation was noticed. The procedure was completed with another same device without difficulties. No patient complications were reported and the patient's status is stable. This product is only ous approved but is similar to an approved us device.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in a tortuous and calcified artery. After predilation, a 3.0x20mm omega stent failed to cross the lesion. After its removal, stent deformation was noticed. The procedure was completed with another same device without difficulties. No patient complications were reported and the patient's status is stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B)(4).